Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was implanted on (B)(6) 2021 and the clot was evacuated on (B)(6) 2021. About 300 milliliters (ml) clot and 1000 ml blood pleural fluid but not frank blood was evacuated. There was no active bleeding source by thoracoscopy though stigmata of recent bleeding suggest the thoracotomy incision was likely the cause. It was noted the bleeding was the result of the implant surgery but does not appear that there was any left ventricular assist device (lvad) malfunction. Testing results revealed opacification in right apex concerning for hemothorax with low output on chest tube. The patient¿s hematocrit declined from 27.1 on (B)(6) 2021 to 21.9 on (B)(6) 2021. No transfusions were performed. The patient had an uneventful course physiologically and was discharged home on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) lists bleeding as an adverse event that may be associated with the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the operating room (or) on (B)(6) 2021 one day post-op for a bleeding right hemothorax. The clot was evacuated and the patient was better after evacuation. There was no active bleeding source identified by thoracoscopy, but stigmata of recent bleeding suggested that the thoracotomy incision was the likely source. It was believed that the bleeding did result from the implant surgery, but there was no apparent lvad malfunction. There were no testing results involved, except that opacification in the right apex concerning for hemothorax with low output on the chest tube. Hematocrit declined from 27.1% on (B)(6) 2021 at 21:13 to 21.9% on (B)(6) 2021 at 01:13. The cardiologist was working to extubate the patient on (B)(6) 2021 at 14:00. The patient was doing well and went on to have an uneventful course physiologically. The patient was discharged to home with home health on (B)(6) 2021.